Event description:
Healthcare professional (hcp) reports excess fluid removal during hemodialysis treatment on reuse number 2. The pre-treatment weight was 64.0kg and target for the treatment is 3.0kg. Per the hcp, the pt's post-treatment weight was 61.7kg after receiving 1200cc normal saline replacement fluid. The machine states the total removed was 2.7kg but the actual total removed was 3.5kg. This pt's symptoms included cramps, nausea and dizziness and the pt was administered replacement fluids as stated previously. At this time the pt has fully recovered.